Manufacturer narrative:
Distractor has been returned and forwarded to manufacturer for evaluation.

Event description:
A dr at the hospital explanted (three weeks after implant) a 51-430-20 micro-zurich 20 mm, end drive, 9 hole mesh with 2 arms, 1.0 mm screws, ti-6al-4v from a male pt, due to a possible plate break. Distractor was replaced and patient's long term health was not compromised.